Manufacturer narrative:
Reported device not marketed in the u.s.; however, similar device is. U.s agent notified on (B)(6) 2013. Evaluation ongoing at manufacturing site.

Event description:
Country of complaint: (B)(6). The veterinary customer complains the following: "10 days after surgery (ovh) existed vaginal bleed that, in one of the cases, culminated in the restoration of the cervix. These threads break while doing nodes with different surgical kits."